Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the fuses for the imaging system were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would not power on. It was reported that the imaging system was charged overnight. It was noted that the power button, when prompted by the user, would not result in any indications of power being delivered. There was no patient present when this issue was identified. No additional information was provided.